Event description:
It was reported that a patient was revised approximately two years and eight months post implantation due to tibial loosening. There is no additional information available.

Manufacturer narrative:
(B)(4). D10- medical product. Articular surface (mc) left 14 mm height. Item# 42512100414. Lot# 64685906. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 reported event was unable to be confirmed due to limited information received from the customer. Visual examination of the provided pictures show the explanted tibial plate. Its surface appears partially covered with blood and tissue remnants from the patient. The blood has adhered to some areas, making it difficult to clearly assess the underlying metal surface in those regions. The metal components that are visible show signs of discoloration and wear. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D10- medical product articular surface (mc) left 14 mm height item# 42512100414 lot# 64685906 femur trabecular metal (cr) standard porous item# 42502806001 lot# 64947183 all poly petella standard cemented size 32 mm diameter 8.5 mm thickness item# 00597206532 lot# 64774881.